Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the vessel sealer extend instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was not producing enough energy. The customer attempted to swap out the instrument, but the issue remained. The customer stated that when the surgeon attempted to activate vse energy, there was hardly enough to actually seal any vessels. The customer had also moved the vse to the other bipolar port with the same results. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs with no errors noted. The tse suggested to move the suspect instrument to a different universal surgical manipulator (usm), but the issue remained. The tse also confirmed there were no issues with other bipolar or monopolar energy output. The tse then recommended to power cycle the integrated electrosurgical unit (iesu). The customer performed the power cycle, and the energy improved to the point where the surgeon could continue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: when the customer attempted to seal with the vse, there was a seal activation tone with energy activation, but it was not producing enough energy to seal. They received seal completion tones, but the seal was not complete. The customer swapped to a backup vse and the same issue occurred again. No tissue was cut that was not fully sealed. After power cycling the generator, the customer was able to sufficiently seal, but the energy was still low. There were no error tones. There was a question mark that showed up on the generator.